Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter had dislodged and backed out of the intrathecal space. They were considering revision of the catheter as well as of the pump. "The pump was to be moved in pocket to more comfortable location." No info was available on pt status, lab tests and drugs infused via the pump. Additional info has been requested, but was not available as of the date of this report.